Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8171144. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: the patient was admitted to the hospital for treatment of chronic heart failure. On (B)(6) 2020, he was given the treatment of indwelling infusion with a indwelling needle. The indwelling process of the closed vein indwelling needle was normal and the infusion was unblocked, but two minutes later it was found the leakage at the luer connector, so the needle was replaced and repunctured.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: the patient was admitted to the hospital for treatment of chronic heart failure. On (B)(6) 2020, he was given the treatment of indwelling infusion with a indwelling needle. The indwelling process of the closed vein indwelling needle was normal and the infusion was unblocked, but two minutes later it was found the leakage at the luer connector, so the needle was replaced and repunctured.